Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen that prevented the user from making a meal announcement, and the device was replaced with a return requested. Symptoms included no reported adverse clinical effects, and the user-reported blood glucose was 108 mg/dl. Outcomes included no reported injury, no hypoglycemia, and no hyperglycemia. Investigation included collection of device history and return logistics, with instructions to sync data and power down the device before shipment and inspection of the returned device . Investigation of this device revealed physical damage to the display component consistent with a broken or cracked screen, with no effect on insulin delivery reported and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage to the screen, with device performance otherwise unaffected.